Event description:
It was reported that the insulin pump was not delivering insulin which caused the customer to have high blood glucose. The customer did not know their exact blood glucose value. The customer stated that insulin was squirting during the priming process. The customer was advised that this was indicative of delivery or motor anomaly, which could explain the insulin not being delivered. The insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No prime/fill anomaly noted. The unit was programmed with several boluses and monitored. The device calculated the additional bolus deliveries and was verified in the daily total screen. The unit then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. The motor functioned properly during testing. No daily total anomaly, basal anomaly, bolus anomaly or motor anomaly noted. The unit had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.